Event description:
Initial result for a patient hbsag was 2.24 coi. When repeated four days later the result was 0.307 coi. The incorrect result was not used to guide therapy. The field service representative was unable to confirm that any malfunction of the system occurred.